Event description:
Ob/gyn inserted saline infusion sonography catheter into pt for ultrasound. Device was removed and pt sent home. The following day, pt reported that a piece of white plastic fell out of her vagina. Pt returned to office on (B)(6) 2016 to report and was very angry that a piece of the catheter was left in her to fall out.